Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, the physician was unable to deploy the stent. The delivery was withdrawn along with the guidewire as the delivery system was stuck on the guidewire. The guide catheter was noted to be accordion. The procedure was completed with a different device. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The visual inspection of this device revealed the push catheter component of this delivery system was bent along its entire working length and the suture hole on the push catheter was torn. The suture was not returned for additional analysis. The proximal end of the guide catheter was found kinked, stretched and frozen on the guide wire. The distal end of the guide catheter was stretched and kinked. Functional evaluation could not be performed on this device due to the damages. It is possible that the stent encountered some kind of resistance inside the patience making it difficult to be deployed. Based on the analysis of this device and similar complaints, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, the physician was unable to deploy the stent. The delivery was withdrawn along with the guidewire as the delivery system was stuck on the guidewire. The guide catheter was noted to be accordion. The procedure was completed with a different device. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. (B)(4) (stuck on wire).the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.